Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was loose, and drawer 1.3 opened too far when nurses attempted to retrieve medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.3 was open too far and loose. A field service engineer (fse) logged into station and accessed the hardware test application (hta), where all mini drawers were opened. Drawer 1.3 extended too far during testing. The pyxis was shut down, the back panel was opened, and the second row was unlocked. The tray and engine were removed, and the drawer engine was replaced. After reassembly, the system was powered back on and tested in hta, where drawer 1.3 functioned properly. The unit was rebooted, and in the application, the customer successfully inventoried medication in drawer 1.3, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.